Event description:
Repair center: alleged alarming/red light and key is the valve is sticking. Per independent repair center statement, alarming or red light. The key failure was that the valve manifold was sticking. Other issues were that the hose was leaking, heat exchanger was leaking, gear clamp was leaking and the sieve beds were leaking.